Manufacturer narrative:
Investigation pending.

Event description:
The patient's son reported the patient received an unexpectedly low inratio inr result of 1.0. The patient's therapeutic range is not available.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The patient was reported to have used expired product for testing; this may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Correction: describe event or problem corrected to include use of expired test strips.

Event description:
The patient's son reported there have been no changes to the patient's diet or warfarin dosage. The patient takes 2 mg of warfarin five days a week and 3 mg of warfarin the other two days the patient's son also provided that the patient experienced a stroke and brain shift while taking xarelto on (B)(6) 2016 and blood clots in (B)(6) 2016. The patient was not testing using the inratio system at this time. There is no evidence or allegation these events are related to use of the inratio system. The patient's son reported expired test strips were used.